Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator internal battery has failed. The customer reported that there was no patient harm.